Manufacturer narrative:
H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion of device or native vessel.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent endovascular treatment for an abdominal aortic aneurysm and the iliac artery aneurysm using gore® excluder® aaa endoprostheses. A total of 6 components were implanted, including 1x trunk ipsilateral leg, 2x contralateral legs, 1x aortic extender, 1x iliac branch component, and 1x internal iliac component. Stenosis of the ipsilateral limb of the main trunk was observed during follow-up on an unknown date. The stenosis was likely caused by the device being compressed due to anatomic constraints. About a year after the initial procedure, reintervention was planned due to a decrease in abi. On (B)(6) 2025, a reintervention was performed. The stenotic area was touched up using a non-gore balloon catheter, but it did not expand enough. A non-gore balloon expandable stent was implanted instead. The procedure was completed after confirming that the stenotic area was expanded. The patient tolerated the procedure.